Event description:
20 gauge catheter separated from hub during first few seconds of CT dye injection. Patient had received 125 cc's omnipaque 240 for 1st scan without incident. Patient was getting an additional 75 cc of the same dye. Approx 5 seconds into the injection it was noted that there was dye leaking from IV site. Power injector was running at 3cc's per second. Catheter had separated from the hub. Blood was leaking out the catheter end. Catheter was removed.